Event description:
It was reported that a proximal femur revision surgery was performed on (B)(6) 2014 due to patient complaints of pain and a broken osteotomy plate. The original implant was placed approximately six to seven and half months ago. The patient was experiencing pain status post the implant which became worse. Post-operative x-rays confirmed the osteotomy plate had broken at the blade. During the revision surgery the broken plate and an unknown amount of cortical screws were removed. The plate did not break at a screw hole and there was no device allegation against the screws. Intraoperative x-rays were performed and there were no fragments generated. The surgeon performed an osteotomy and a proximal locking plate was implanted. The revision surgery was completed successfully with no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Implant date reported as six to seven and half months prior to explant date of (B)(6) 2014 (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.